Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the coil was about halfway out it kicked the microcatheter out of place due to resistance/being stuck. The physician attempted to pull the coil back into the microcatheter but it broke, with part of the coil going into the left hepatic and unable to be retrieved. It was noted that the coil apparently deployed in the body. Prior to the issue two coils had been placed successfully without issue. It was guessed by the manufacturer representative (rep) that the coil may have stretched and released. The patient was undergoing surgery to treat an unruptured, saccular aneurysm. It was noted that the patient's vessel tortuosity was moderate and their blood flow was normal. The devices were prepared as indicated per the IFU; however, a continuous flush was not used. There was no attempt to reposition or detach the coil. Ancillary devices include a bsci high flow guide catheter.